Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). After replacing the main pcb (printed circuit board), the customer reported the issue was resolved. The customer reported the alleged component is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported xdcr fault (transducer fault) while using the vela ventilator. The issue occurred during pre-use setup and was taken out of service. The customer reported running transducer calibrations, but the issue did not resolve. There is no report of patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis lab received the suspect pcba (printed circuit board assembly) main board for evaluation. The component was installed in a known good unit and powered on. Upon initial start-up, the unit operated as expected. The representative performed xdcr calibrations and left the unit to run overnight to reproduce the complaint that the xdcr fault (transducer fault) appears four (4) hours after turn-on. The event xdcr fault occurred approximately sixteen (16) hours later. After performing xdcr calibrations, the representative reported the exhalation differential transducer failed calibrations. The ict (in-circuit test) failures were resistive failures. The representative was able to duplicate the reported problem and suspected the root-cause to be sulfur exposure within the operation environment. This issue will be internally investigated within carefusion.